Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a result of 80 mg/dl result on the mobile system, but was having severe hypoglycemia. Patient self-treated with "sugar" and chocolate and 3 minutes later he fainted. The fireman treated the customer with a glucagon injection. The blood glucose result from the fireman's meter was unknown. Patient was taken to the hospital where he stayed 24 hours. The treatment at the hospital and the hospital results were unknown. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.